Event description:
Per the clinic, the patient experienced recurrent infections at the implant site. The patient has been treated with oral antibiotics (dates and durations not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.